Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was not turning off after the pump reached it timed limit. It was also reported that the customer experienced a low blood glucose (bg) level was 43 mg/dl. The customer did not provide details on how they addressed their bg level. The customer reverted to an alternate method in insulin therapy and a replacement pump was sent to resolve the issue.